Manufacturer narrative:
Concomitant medical devices: product ID: 309201, lot# 60208202, implanted: (B)(6) 2020, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 24-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was abandoned in the patient¿s body. It was unknown if there was any impact to the patient.